Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2017, at 22:53:30. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 96% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that no power source was connected to power port (1) and controller ac adapter was connected to power port two (2). The controller was without power for 13 seconds. Alarm log files were not available for analysis. However, when the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. This was most likely related to the reported "red alarm". As a result, the reported events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the reported "red alarms" was the result of the controller restarting after a loss of power. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced controller alarms. Upon review from the site, they noticed the patient had a "red alarm" and a possible double disconnect. The controller remains in use. No patient complications have been reported as a result of this event.